Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03845. It was reported that the patient's system cannot be placed into MRI mode. Diagnostic revealed high impedances on several contacts. As a result, surgical intervention may be pending to address this issue at a later date. It is unknown which lead has high impedances, therefore both leads are being reported.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the leads were explanted and replaced with a penta paddle lead. Post-operatively, stimulation therapy was restored and the system was able to go into MRI mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.